Event description:
Case #: (B)(4). Case subject: npi 8100 check IV set. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8100 pump module v9.33.0. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer stated that he was having the problem with the 8100 saying check IV set. I explain to the customer that he may need to change the set that he was using. And to also run these three test. Door ajar, patient side occlusion, and fluid side occlusion, customer stated that he would call back if he ran into any problems. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he may need to change the set that he was using. And to also run these three test. Door ajar, patient side occlusion, and fluid side occlusion, customer stated that he would call back if he ran into any problems.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.